Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. : discarded by customer.

Event description:
The customer reported that, during testing, it was observed that the unit is stripped. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The customer reported that, during testing, it was observed that the unit is stripped. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.